Manufacturer narrative:
No sample was returned for evaluation. A complete investigation of the complaint is not possible without a sample. If a sample does become available, the complaint will be reopened for further evaluation. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, a retained sample from the reported batch number was visually examined per specification with passing results. It was then pressure-tested per specification with passing results.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when customer tried inflation, the product can not pressurize. No injury reported.